Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported catheter shaft damage was able to be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty removing from the packaging is due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0x8 mm nc trek balloon catheter shaft separated when the protective sheath was removed from the balloon; however, there was no resistance felt during removal of the sheath. The device was not used on the patient. A 3.0x15 mm nc trek was used successfully to complete the case. There was no clinically significant delay in the procedure. No additional information was provided.